Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-13868. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of impedance issues was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 16.30cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.